Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit¿s touch screen was malfunctioning during preparation for a robotic lap procedure. Accordingly to the initial reporter, the case was completed without patient harm using a different unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the touchscreen was malfunctioning. Additionally, the screws were sticking in the chassis; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the touch screen malfunctioning occurred due to a failure of the main circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.